Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The customer stated that the reservoir was still full when it should have been half empty. Their blood glucose during the incident was 336 mg/dl. They had treated manually through the insulin pump. They had low reservoir alarms in the alarm history. The customer¿s current blood glucose was 442 mg/dl. They treated the high blood glucose with a syringe. They declined troubleshooting for the high blood glucose. The customer also reported that the drive support cap was missing. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No bolus delivery anomaly noted. Pump passed dat test at 0.08725 inches. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The drive support was monitored and no anomaly was noted. Drive support sticker is not missing noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.